Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified middle left anterior descending artery. A maverick 2 monorail 12mm x 3.0mm balloon catheter was used to pre dilate the lesion. An unknown manufacturer's intravascular ultrasound catheter was used then an unknown manufacturer's stent was implanted. Then the intravascular ultrasound catheter was used and showed the stent was not fully dilated. The maverick 2 monorail 12mm x 3.0mm balloon catheter was used to post dilate the stent. The balloon ruptured at 12atm. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified middle left anterior descending artery. A maverick 2 monorail 12mm x 3.0mm balloon catheter was used to pre dilate the lesion. An unknown manufacturer's intravascular ultrasound catheter was used then an unknown manufacturer's stent was implanted. Then the intravascular ultrasound catheter was used and showed the stent was not fully dilated. The maverick 2 monorail 12mm x 3.0mm balloon catheter was used to post dilate the stent. The balloon ruptured at 12atm. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the balloon identified a longitudinal tear in the balloon material. The tear stretched from the proximal marker band to the distal marker band and measured approximately 12mm in length. An examination of both marker bands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)